Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant procedure, the helix of the right ventricular (rv) lead would extent with out applying torque after the lead was retracted. The lead was retracted and was able to be successfully implanted. The patient was in stable condition.